Event description:
The customer reported a leak from the coulter hmx hematology analyzer with autoloader. The customer indicated that the volume of the leak was approximately 5 ml and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, eye protection, and a lab coat at the time of the event and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with the event. Beckman coulter field service engineer (fse) was dispatched and observed that the source of the leak was the tubing at pinch valve (pv) 49. The fse replaced all tubing associated with pv49 and no further leaks were observed. Failure mode was determined to be the tubing at pv49 and issue was resolved following service.

Manufacturer narrative:
Pv49 is the path for diluent used for backwash. (B)(4).